Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The user alleged the insulin pump was under delivering insulin. Blood glucose level at the time of the incident was 530 mg/dl. It was unknown how customer treated their high blood glucose. The customer was assisted with basal rates programming. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature at the time of event. The insulin pump and reservoir will not be returned for analysis.